Event description:
It was reported that the physician cut the lead during a system explant (related manufacturer reference # 1627487-2019-09845, 1627487-2019-09844, 1627487-2019-09720 & 1627487-2019-09843). The lead was unable to be removed due to scar tissue.